Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Additional information is being requested; a supplemental report will be filed if new information is received. Inability to implant the microstent, cyclodialysis cleft, and hypotony are listed in the device labeling as potential adverse events. This report is being filed for the hydrus microstent that was not implanted in the patient's right eye. Refer to MDR #3016075957-2021-00025 for the report involving the patient's left eye. Manufacturer reference #: (B)(4).

Event description:
A surgeon reported information on a patient that was referred to him. The identity of the implanting physician was not disclosed to ivantis, therefore follow-up is limited. The (B)(6) year-old female patient underwent cataract surgery with attempted implantation of the hydrus microstent implantation in the right eye (surgery date unknown). The patient had prior surgery around this eye that may have impacted the ability to implant the microstent. The implantation was challenging and the surgeon felt a "hard stop" in both directions, resulting in a cyclodialysis cleft. At the most recent postoperative update provided to ivantis on may 20, 2021, the patient was stable, but the cleft is causing physiologic hypotony with an intraocular pressure (iop) range of 4-7 mmhg. The patient's best corrected visual acuity (bcva) is in the range of 20/20 to 20/40 (baseline not available for comparison). At the present time, the patient has elected to monitor the cleft and is not considering surgical cleft closure. The patient had hydrus implantation and complications in the fellow (left) eye that are described in a separate report.